Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the white data cable did not transmit data on back up controller. There were no alarms reported and patient was asymptomatic. Patient was provided with new back up controller. No additional information was provided.